Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was blocked prior to administering the vaccine. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "nurse attempting to use needle but when attached to syringe, needle is occulded and unable to push air through needle. Who was affected?: no person affected. Unexpected or prolonged care?: no. Frequency of problem: recurring. Were you able to draw up solution and then unable to expel?: when attached to syringe, needle is occluded and unable to push air through needle. Is there any visible blockage?: no. What type of procedure is being performed?: preparing for vaccine administration".

Event description:
No additional information.

Manufacturer narrative:
No samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.